Manufacturer narrative:
Continuation of d10: 6935m62 lead; implant date on (B)(6) 2023; 5076-52 lead; implant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion as there was a sudden drop in battery which triggered recommended replacement time (rrt) one month post implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A poly-metal short issue with the integrated circuit was observed. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were elevated for this device over the range of battery voltage it operated under during its service time. There was evidence of a high current drain condition on the hybrid. Further hybrid analysis was able to isolate the source of the high current to poly-metal short within the l303 ic(integrated circuit). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.